Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that after the lead was positioning the right ventricular (rv) lead was tested which showed an issue with the sensing and low pace impedance measurements. The lead was attempted to be repositioning but the helix did not retract. The lead was thus not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that after the lead was positioning the right ventricular (rv) lead was tested which showed an issue with the sensing and low pace impedance measurements. The lead was attempted to be repositioning but the helix did not retract. The lead was thus not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.